Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that in 2010 the patient received the realize band. There is no information about the fills or weight loss as the band was implanted at another facility. From (B)(6) 2010 the patient had a port infection. The initial surgeon would do a fill and treat the port infection. Finally the patient lost faith in the initial surgeon and went to another surgeon. The new surgeon removed the port. The surgeon checked the band and the band was fine. The infection had tunneled about six inched into the stomach. The surgeon has been treating the infection and the infection is all cleared up. A new port will be placed. No schedule date at this time.